Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. Inspected lcd connector and no unlocked connector noted during testing. The insulin pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the act button was difficult to hold down. The customer's blood glucose was unknown at the time of incident. The customer stated that the act button was not clicking and had a soft feeling. The customer stated that the insulin pump was not exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will replaced and will be returned for analysis.